Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, left ventricular lead dislodgement was observed. The physician elected to explant and replace the lead.

Event description:
Additional information indicates that the patient was stable.